Event description:
A customer reported a high blood glucose level displayed as "high"; although specific value was not provided. To address the high blood glucose levels, the customer administered a correction bolus via the pump. It was recommended that the customer consult with a healthcare professional to further discuss potential causes.